Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in france reported an issue with a mr850 respiratory humidifier. Upon device servicing at the regional office in france, it was discovered that the audible alarm was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in france where it was inspected by a trained f&p service technician. The device was then repaired and returned to the customer. Results: performance testing of the returned mr850 respiratory humidifier confirmed that the audible alarm was not functioning properly. Conclusion: we are unable to determine what may have caused the malfunctioning audible alarm. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in france reported an issue with a mr850 respiratory humidifier. Upon device servicing at the regional office in france, it was discovered that the audible alarm was not functioning properly. There was no patient involvement.